Event description:
It was reported that while the rn was priming the tubing, she noticed fluid leaked from the tubing. She checked all the connection points and then realized it was coming from a small hole in the tubing.

Manufacturer narrative:
The customer¿s report that fluid leaked due to a small hole in the tubing, was confirmed due to a cut in the tubing. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A tubing cut was observed on the tubing at 34-1/4 inches on the distal tubing below the lower the fitment. Liquid leaked from the cut that extended diagonally almost completely across the tubing. No other anomalies or tools marks were observed throughout the set. The cut on the tubing was measured to be 0.2895 inches wide. No further testing could be performed on set 1 due to the cut in the tubing. The root cause of the cut could not be identified.

Manufacturer narrative:
Concomitant medical products: non bd extension set; 3 curos cap. Product has been received. A follow up report will be submitted with failure investigation results.

Event description:
It was reported that while the rn was priming the tubing, she noticed fluid leaked from the tubing. She checked all the connection points and then realized it was coming from a small hole in the tubing.